Event description:
It was reported that the gastrointestinal videoscope experienced a e227 communication error. This issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.